Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to unspecified reasons. All components were explanted.

Event description:
It was reported that patient underwent a surgical procedure to explant his artificial urinary sphincter (aus) due to unspecified reasons. All components were explanted. Additional information received indicated this was an original aus surgery. The device stickers were inadvertently placed on the wrong page of the patient information form.